Manufacturer narrative:
Concomitant products: pump model 863720, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2012; accessory model 8575, lot # j11966r, implanted: (B)(6) 2005, catheter model 8598, serial # (B)(4), implanted: (B)(6) 2005; catheter model 8709, lot # l64341, implanted: (B)(6) 1999; accessory model 8578, serial # (B)(4), implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that at the first refill post replacement, when the healthcare provider aspirated the contents out of pump there was a volume discrepancy and the fluid color was abnormal. The expected residual volume was 6cc and the actual residual volume was 7.5cc. The first 5ccs were ¿relatively¿ clear and then the last 2.5ccs were very bloody in color, ¿like a switch was flipped.¿ it was noted that the needle was still in the reservoir and was able to fill the pump completely. Put 10 ccs in and aspirated back out to check if fluid was clear. Patient was taken to the emergency room as a precaution but did not have any symptom change, no signs of infection or seroma. Patient was ¿doing fine.¿ the device system was used to infuse hydromorphone (dilaudid.) It was later added that the refill kit was not kept, but disposed of and the patient was doing just fine, they were going to see how the next refill went. It was later added that the intervention was observation and there were no symptoms related to the event. Additional information has been requested, but was not available as of the date of this report.